Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy pacemaker (crt-p) and a right ventricular (rv) lead showed a presenting electrogram (egm) with possible premature ventricular contractions (pvcs), over sensing and/ or loss of capture (loc). The device had also previously recorded an alert for rv intrinsic amplitude, out of range. Troubleshooting for over sensing and/or loc was discussed. The patient had been dealing with urinary tract infections, but no other symptoms were reported. The health care professional (hcp) will continue to monitor the patient and trouble shoot the crt-p and the rv lead that remain in service. No adverse patient effects were reported.